Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The father reported via phone call that the customer was unable to complete the fill tubing process on the insulin pump. The father stated they were unable to fill two reservoirs. The customer's blood glucose was 29 mmol/l. Customer has been treated for their blood glucose. The father stated the customer was unable to exit from the preparing to prime loop on the insulin pump. It was also found the customer was unable to escape to status screen. The father also reported they were able to observe drops at the end of the tubing, but the numbers did not appear on the screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime test, excessive no delivery alarm test and occlusion test. The insulin pump was tested with no prime anomaly noted. The insulin pump was received with a cracked reservoir tube lip and a cracked case near the display window corners.